Event description:
It was reported that during a right hemi colectomy, low anterior resection and appendectomy, after the surgeon fired the device, it was noted there were two complete donuts. The surgeon then used a sigmoidoscope and did a leak test to check for leaks. The surgeon noted there was one unformed staple present. There were no leaks noted and the surgeon did not provide any other intervention. The case was completed. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how was the procedure performed? (Open, lap or hals) unk. What type of anastomosis was created? (End to end, end to side) unk. What stapling technique was used? (Single, double, triple) triple what other devices were used for transecting and/or closing otomy? Unk. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? 2+ years. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Surgical assistant. Was the person firing the device an experienced ees circular user? Yes, but unknown. Which surgical assistant fired device? Was the or staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No. Is there any additional information you would like to share relative to the issue? No. What is the patient's present condition? Fine. Is a pathology specimen available? No. Are there any x-rays and/or pictures available for analysis? No. The device could be an ecs29 or ecs33; not sure which code it was. Unable to verify since device was discarded. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.